Event description:
It was reported that while the ventilator was connected to a pt alarms for high pressure and high peep (positive end expiratory pressure) were generated. The staff therapist found that this was caused by a loose expiratory cassette. The customer's concern was the absence of any alarm indicating a problem with the expiratory cassette. There was no harm to pt. (B)(4).

Manufacturer narrative:
No part was replaced, our investigation consists therefore only of device log eval. Received event logs don't cover the reported date of event, it is therefore not possible to confirm reported alarm. It is also not possible to verify when the ventilation was started or the selected ventilation mode and settings. Test logs show that no pre-use check was performed on reported date of event. The latest pre-use check was performed on (B)(4) and passed without deviation. Technical logs don't show any alarms indicating an expiratory cassette malfunction. The reported absence of alarms indicating a problem with the expiratory cassette is not a deviation. By design technical alarms related to the expiratory cassette are generated if: the expiratory cassette is not properly connected to printed circuit board pc1785, expiratory channel connector. A new expiratory cassette is connected and no pre-use check has been performed. If ventilation is started and the expiratory cassette is loose in a way that the connection with pc1785 is not affected, alarms related to ventilation will be generated which will notify the user. According to received info the reported ventilator is back in service with no more issues reported. (B)(4).